Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of medication for non- malignant pain. The pt noted increased pain. The hcp performed a catheter contrast study which showed the catheter was patent. An x-ray rotor study showed the rotor had stopped. The pump reservoir volume on refill was greater than expected. The pt udnerwent explantation of the pump and implantation of another synchromed pump in 2000. The explanted pump was returned to the MFR for analysis.